Event description:
There was no reported pt impact associated with this complaint. The distributor reported that the pump dispensed insulin from the cartridge during an "ezprime" operation.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of prime warnings associated with zero force and "no cartridge detected" warnings. During eval a load cartridge step was performed and the pump did not detect the cartridge, dispensed fluid from the cartridge, and emitted a "no cartridge detected" warning.